Event description:
Black negative insertion connection on pacer box came off. Pt went to asystole. Pace medical, inc was notified by today's receipt of a medwatch form, dated 08/23/2000, copy appended, of a case in which it is alleged that a pt being treated with the model ev4543 suddenly lost pacing support as a result of detachment of its negative terminal. The pt became asystolic necessitating intervention by medical staff. No claim of injury to the pt is made.